Manufacturer narrative:
The compressor was investigated by our field service engineer on site. The transformer of the compressor was found faulty and needed to be replaced. After the replacement and the new mainteance kit installment, the compresor passed all the safety and functional tests and returned to clinical use. The faulty transformer was kept by customer and not returned to us for further investigation, therefore the root cause of the faulty transformer could not be identified.

Event description:
It was reported that the compressor did not switch on. There was no patient involvement. Manufacturer ref.#: (B)(4).